Event description:
It was reported that a large volume folfusor did not run the solution out of the pump. The issue occurred before patient use. The device was filled with 100ml 0.9% sodium chloride (nacl). There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h4, h6 (update codes), h11. H4: the lot was manufactured between march 31, 2025 and april 1, 2025. H11: the actual device was received for evaluation with 96ml of fluid in the bladder. A visual inspection was performed and did not identify any physical abnormalities, such as air bubbles inside the tubing line or drug precipitates inside the bladder, that could have caused the reported flow issue. After the luer cap was removed, continuous fluid flow was observed coming from the distal luer of the sample. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.